Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The IFU cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the main system stopcock was found to be leaking. According to the report, the device was replaced with another device. Reportedly, there was no injury to the patient and the patient was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.